Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally." Associated complaints 3003898360-2024-01071, 3003898360-2024-01072, 3003898360-2024-01113 and 3003898360-2024-01070.

Manufacturer narrative:
Qn# (B)(4). Medwatch received 01-nov-2024. Uf/importer report# (B)(4).

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally." Associated complaints 3003898360-2024-01071, 3003898360-2024-01072, 3003898360-2024-01113 and 3003898360-2024-01070.

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally." Associated complaints 3003898360-2024-01071, 3003898360-2024-01072, 3003898360-2024-01113 and 3003898360-2024-01070.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-22314 et tube, preformed cuffed nasal, 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the balloon cuff had multiple holes. There was a large hole as it appeared like the cuff was cut by something sharp. Another slice mark was present on the cuff which caused multiple small holes in the cuff. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint was confirmed based upon the sample received. Visual examination of the returned device revealed that the balloon cuff had multiple holes which would prevent it from inflating. There was a large hole as it appeared like the cuff was cut by something sharp. Another slice mark was present on the cuff which caused multiple small holes in the cuff. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.